Event description:
It is reported that the pt was revised due to loosening of the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the pt underwent a multi-stage revision due to infection. The first stage was completed on (B)(6) 2009 with another procedure on (B)(6) 2010. Ultimately a fusion nail was placed on (B)(6) 2010.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. Review of the revision surgical notes revealed that the pt had a significant amount of murky synovial fluid under pressure with a significant amount of particulate appearing debris similar to polyethylene type wear, but there was no obvious wear of the polyethylene surface. Further inspection revealed a grossly loose femoral component with subsidence into the medial femoral condyle and it was easily removed by hand. The zimmer package insert nexgen cr-flex and lps-flex fixed bearing knee states wear debris can initiate osteolysis which may result in loosening of the implant as an adverse effect of the procedure. A definitive root cause cannot be determined with the info provided. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed. Please further ref MFR #3005751028-2012-00135-001 regarding the articular surface.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: neither surgical notes not x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level, or type of activity (low impact vs high impact), are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain.